Event description:
Pt #1: inratio: 5.3, lab (drawn and resulted in 2.5 hours): 4.3; inratio: 4.3, lab (drawn and resulted in 2.5 hours): 4.6; inratio: 5.5, lab (drawn and resulted in 2.5 hours): no lab comparison; inratio: 3.1, lab (drawn and resulted in 2.5 hours): no lab comparison. Pt #2: inratio: 1.8, lab (drawn and resulted in 2.5 hours): 1.9. Pt #3: inratio: 2.5, lab (drawn and resulted in 2.5 hours): 2.5. Rn was not able to give interfering substances on pt.

Manufacturer narrative:
Investigation pending.